Event description:
It was reported that an asymptomatic and pacer dependent patient presented in clinic for follow-up. The right ventricular lead exhibited oversensing of noise resulting in pacing inhibition and high ventricular rate episodes. The noise could be reproduced with isometrics when the patient pushed their hands together. The device was reprogrammed by changing the ventricular sensitivity which resolved the issue. The patient will continue to be monitored normally.